Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Since the catalog and lot number was not provided and the device will not be returned, identifying a definitive root cause will not be possible. Also, since there is not catalog or lot number provided, a device history and complaint history review cannot be conducted. Therefore, no further evaluation will be conducted. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Not returned, no catalog and lot number.

Event description:
It was reported that the unknown zimmer implant has damaged threads.